Event description:
A malfunction alarm was reported. There was no information on any adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions to the customer, who successfully reset the device. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue returned.